Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: cp1a.260305.018 hardware: pixel 8 pro cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported that their blood glucose level rose to 261 mg/dl, while wearing the pod for about 36 to 48 hours, on their hip. The patient removed the pod and the cannula was found bent and reported to be longer than usual. Minor bleeding was also reported, at the infusion site. As treatment a new pod was placed.